Event description:
It was reported that the jaws of the flat-nosed pliers broke. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The inspection carried out on the returned pliers confirmed that the jaw barrel in the front of the instrument was damaged and on one side is even broken off slightly. The excessive mechanical pressure led to the breakage of the pliers jaws. The inspection of the material and manufacture documentation revealed no deviation from the standard. No product defect was detected.